Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited oversensing. Oversensing was reproduced when the patient coughed at the clinic. It was also noted that the lead impedance decreased from 500 ohms to 228 ohms. The oversensing was resolved by decreasing the ventricular sensitivity to 4 mv.